Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient called their manufacture representative (rep) on 2019-jun-13 and left a voicemail but they haven¿t heard back from them yet. The patient also called their healthcare professional (hcp) who told them to contact the manufacturer. The patient thinks they need reprogramming since they are not getting the relief they need from their pain. They tried all 3 groups available but have issues with them. They increased group b and started feeling tingling in the areas they need which was good. However, when they cough, they get a shock from their mid back to their legs. When they turn it down, that doesn¿t happen. On group a it never really helped their pain and group c, if they turn it up, gives them upper cramps in their stomach. The patient doesn¿t think they have adaptive stimulation (as) set up yet. The patient noted that they fall all the time but they don¿t know the exact dates of when this occurred and it was unknown if the falls are related to the reason for the call. The event began in the last 4-5 months. The patient noted that when they did the trial, it was better than this past year. They are now hurting bad enough to where they need to make a change. Patient services redirected the patient back to their hcp and sent local reps an email. No further complications were reported/are anticipated.